Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(6) confirmed driveline wire damage that would have contributed to the reported driveline fault alarms and pump stop events captured in the submitted log files. In addition, the analysis of the log files provided by the account confirmed driveline disconnect alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log files contained data from (B)(6) 2020 through (B)(6) 2020, following the reported system controller exchange. Intermittent driveline fault alarms were flagged throughout the file. The alarms corresponded with yellow wrench advisory alarms and occurred while the patient was connected to both the power module and battery power. In addition, low speed and pump stoppage events were observed within the file on (B)(6) 2020 and (B)(6) 2020 while the patient was supported by the power module, with corresponding low speed and low flow hazard alarms. It was also noted that the driveline was disconnected on (B)(6) 2020 at 15:01:04. The driveline was reconnected and ultimately disconnected again at 15:09:40. The clock was reset to the default value upon reconnection of the driveline once again, suggesting that power had been completely removed from the system controller and subsequently restored. Driveline fault alarms were observed until the end of the file. The submitted x-ray images of the internal and external portions of the driveline showed some areas of thinning to the metal braided shield. No other areas of damage or concern were noted. (B)(6) was returned assembled with the driveline (dl) cut approximately 8.5¿ from the pump housing and the distal portion of the dl was returned in two segments ¿ an approximately 6.5¿ middle segment and 22.5¿ distal end segment. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow elbow and outflow graft) was returned attached to the pump¿s outlet port. Examination of the pump's blood-contacting surfaces revealed no adhered depositions or thrombus formations. The dl was tested for electrical continuity and revealed discontinuity in the orange wire. The remainder of the wires did not reveal any discontinuity or shorts, even with manipulation of the driveline. Visual inspection of the dl revealed rescue tape on the external portion of the dl. Upon removal of the outer silicone jacket for each segment of the dl, no damage to the bionate layer was identified. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use, however severe breakdown was observed on the distal end segment. Upon removal of the bionate layer, the orange wire was completely severed on the distal end segment at approximately 4.5¿ from the metal connector. The damage appeared to be the result of repetitive flexing of the lead in this area, which caused the inner conductors of the wire to break. Additionally, visual inspection of the returned dl revealed a breach to the black wire on the distal end segment at approximately 9¿ from the metal connector. Additional breaches to the black and red wires were also observed on the middle segment. The observed breaches appeared consistent with wire fatigue and abrasion against the metal braided shield. The remaining wires appeared unremarkable and were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket controller compared the current in the fractured wires to its redundant motor phase wire, the fractured inner conductors of the orange wire would have resulted in the reported driveline fault alarms. If the exposed conductors of any wire made contact with the metal braided shield while the system controller was connected to a tethered power source using a grounded patient cable, the resulting electrical short to ground could have resulted in the reported pump stop events. In addition, a phase-to-phase short could have also potentially occurred if the exposed wires from any of the wires made direct or simultaneous contact with the metal braided shield while the device was supported by batteries or the ungrounded patient cable. There were also incidental findings of external damage to the outer silicone jacket and driveline disconnects on (B)(6) 2020. The cause could not be determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15dec2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. Section 2 explains that if the driveline disconnects from the system controller, the pump stops. Promptly reconnect it to resume pump operation. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook. Is also currently available. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. This handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ the ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient had a pump stop alarm for a few seconds along with a driveline fault alarm. The patient was admitted for assessment but there were no patient adverse consequences. Driveline x-rays and log files were requested. Driveline faults were confirmed, and there was a short-to-shield as well. Patient was attached to power module. A heartmate 2 to heartmate 3 pump exchange was done on (B)(6) 2020 to resolve the alarms.